Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose (bg) level ranged from 125 mg/dl to an unknown elevated bg (specific bg value was not provided); cause was unknown. Reportedly, customer alleged the cartridge was changed every 7 days. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.